Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. Found all 3 sensors had the cannulas bent and retracted inside of the sensor base however, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. The customer states they tried to do a manual insertion and noticed the cannula was broken. The csutomer's blood glucose level was reported to be 147.6mg/dl. Troubleshoot was conducted. The sensor is reported to be replaced and returned for analysis.